Manufacturer narrative:
Manufactures investigation conclusion: the reported low flow events were confirmed from the submitted log files; however, a specific cause, as well as a direct correlation to heartmate 3 lvas, could not conclusively be determined through this evaluation. It was reported that the patient was admitted after several automatic implantable cardioverter defibrillator (aicd) shocks for ventricular tachycardia. The patient has a history of ventricular fibrillation (vf) and ventricular tachycardia. They were treated for a blood clot obstructing their left main coronary artery. The submitted controller event log file contained data from 29jul2020 at 16:42:49 to 10aug2020 at 7:52:31. There were numerous events where the captured calculated flow was below 2.5 lpm, resulting in 2 low flow faults. All of the low flow events occurred on (B)(6) 2020 for approximately 6 seconds. Despite these events, there were no other abnormal events. The pump appeared to operate at or above the low speed limit for the duration of the log file. The pump appeared to operate as expected. Multiple attempts to gather additional information were made; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrythmia and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Additionally, the heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 to the intensive care unit (ICU) after several automatic implantable cardioverter defibrillators (aicd) shocks for ventricular tachycardia (vt) and has a history of ventricular fibrillation (vf) and vt. The patient is being treated for a clot obstructing left main (lm). Submitted log files revealed significant drop in flow starting on saturday which is expected from the vt; however, the patient¿s flows have not returned to normal. At the same time a decrease in power, which has also not come back up to the patient¿s normal range and has not veered from 3.0 to3.2w since the patient was implanted. Since admission, patient¿s powers have been 2.8-3.0 watts. Additional information was requested but not provided.